Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 device ruptured 10 minutes into a patient infusion. The device was infusing a solution of 400mg of ciprofloxacin in 250ml of sodium chloride at the time of the rupture. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 250 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4).